Manufacturer narrative:
Updated fields: e1, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, it is likely that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user. The event can be detected/prevented by following the instructions for use which state: labeling: IFU states ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had insufficient or incorrect reprocessing. The customer requested assistance in handling a contamination of their olympus fleet with the chemical formalin. They accidentally put formalin in the reprocessing machine instead of alcohol. Infection control advised the customer to send in all affected scopes for repair. The customer confirmed there have been no deaths or injuries including infection to any patient due to the incorrect reprocessing with formalin. There were no reports of patient harm.